Event description:
The device will not hold cartridges on its own, someone has to physically hold cartridge in for duration of case.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of cassette recognition failure was confirmed. Cassette failed to activate sensor button cas #2 on the motor to motherboard assembly. This caused pump to not recognize cassette. Sensor button spring for cas #2 is worn out and causes intermittent contact when cassette is inserted into pump. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.